Event description:
The nurse reported a system message displayed during surgery. The system was switched out to complete the case. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the system message reported. The solenoid washer was replaced and disposed off. The company service rep cleaned the plunger and replaced the solenoid washer. The system was then tested and met all product specs. (B)(4).